Event description:
Connection issues during the implantation procedure; therefore the device was not implanted. As pacing failure was detected and the click of the screwdriver had not been heard in the ventricular position, another device (same model) was implanted instead. The physician reported that the video provided by sorin which demonstrates the proper lead connection procedure has not been watched.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. The damages identified to the ventricular setscrew and to one of the two returned screwdrivers are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the setscrew cavity and could easily explain difficulties to screw and to tighten the lead and why no "click sound" was heard. As a consequence of the incorrect insertion of the screwdriver, an hypothesis to explain the pacing failure reported at the ventricular level is that the setscrew was not completely screwed in the terminal, the lead was considered tightened but in reality the electrical continuity was poor because of bad/insufficient mechanical contact.